Event description:
Information received from the field notes that the patient developed symptoms of congestive heart failure. A chest x-ray revealed a lead fracture at the clavicle. Noted at the implant procedure was that there was a very abrupt turn into the subclavian vein and apparently, that resulted in progressive torque in the lead causing the lead to fracture.~~~~~~